Event description:
It was reported that the patient received inappropriate therapy due to a magnet not being placed during cautery. There were some stored episodes that showed noise on the right ventricular (rv) lead, both instances were when the patient was in the hospital. The first was around the time that the patient had an lvad placed, the second was during the procedure where they got shocked. Electromagnetic interference was evident on the stored episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).